Manufacturer narrative:
The thunderbeat hand instrument has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. However, teflon pad damage can results from continuous activation of the output without tissue between the probe and jaw. If additional info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy (lvah), the teflon pad on the upper jaw was burned and peeling. The device was being used to dissect the cervix. The procedure was completed with a different but similar device. There was no pt injury reported.